Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl due to bent cannula. It was reported that issue may be due to scar tissue. Infusion sets would be replaced.